Manufacturer narrative:
On occasion the device may be explanted with no evidence of malfunction and is otherwise performing as intended. Such as for aortic graft replacement, to enlarge aortic root, repair aneurysm/pseudoaneurysm, control bleeding/coagulopathy or other non-device related reason. In these events, the device may require removal to control bleeding or to facilitate repair of the injury. This is not a device-related serious injury. In this case, the valve was explanted to facilitate access and intervention of the mitral and tricuspid valves. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported from australia via the implant patient registry (ipr) that this valve model 3300tfx23mm was explanted from the aortic position after an implant duration of four (4) years and four months due to unknown reasons. A 21mm bioprosthetic valve was implanted in replacement.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.